Event description:
While performing a c-section, the plastic umbilical cord clamp broke off, entering the sterile field. Dr was unable to clamp the cord. Facility has had approx 10 occurrences in the previous 30 days.